Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, the catheter could not be removed from the onyx cast. Subsequently, the catheter broke and the distal segment remained in the patient. An alligator and micro snare were used and successfully retrieve the broken segment from the patient. No patient injury reported. Same event as MDR# 2029214-2012-00357

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).